Manufacturer narrative:
Evaluation: inaccurate placement and/or incomplete sealing of the zenith aaa endoleak graft within the vessel may result in increased risk of endoleak, migration iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complication. Unless medically indicated, do not deploy the zenith aaa endovascular graft in a location that will occlude arteries necessary to supply blood flow to organs or extremities. Do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. Always use fluoroscopy for guidance, delivery and observation of any zenith aaa endovascular graft components within the vasculature. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurement and knowledge of the pt's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the pt's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. An evaluation of this event found that it was most likely caused due to the improper placement or movement of the graft by the physician during the procedure.

Event description:
During placement of zenith aaa main body graft the physician had difficulty retrieving the top cap. He had to twist the grey postioner and move it up and down before it was finally retrieved. The final angiogram noted no endoleaks, but the graft appeared to be lower than desired. The physician considered placing a main body extension, but decided to wait and see if a leak developed. After twenty-four hrs it was noted that the pt had no urine output. Physician stated that the renals had been covered without knowing it and renal bypass had to be performed. The pt was not doing well as a result of these complications.